Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had a suspected infection at ipg site. Symptoms of redness around the ipg site was noted. The physician believed that the infection was not device nor procedure related. The patient was prescribed with antibiotics and underwent a full system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.